Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during the surgery the surgeon had difficulty in placing the proximal screws. There was a surgical delay. Additional x-rays were required. The surgical technique was altered. This report involves one (1) 12mm ti end cap t40 stardrive 5mm ext for femoral nails-ex. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Additional device product codes: hsb. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter address line 1: (B)(6). Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.